Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, the wake button was unresponsive. The customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level was 237 mg/dl. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failures were identified for the reported issues; however, a different issue was identified.